Event description:
It was reported that during bowel take down inter cutaneous fistula procedure, not all staples came out of the cartidge. The tissue did not take up the entire length of the device. It is unk how the case was completed. There was no pt consequence.